Manufacturer narrative:
No additional information has been provided/submitted to the manufacturer for an evaluation to be conducted. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while in a functional endoscopic sinus surgery (fess), an imprecision was observed of 1 millimeter anterior to posterior and 1-2 millimeters when medial to later. It was noted that when progressing deeper into the anatomy, the imprecision grew to 3-4 millimeters superior to inferior. The surgeon was reported to have performed 2-3 attempts to pass registration. Near the end of the procedure, drainage was noted that was suspected to be cerebrospinal fluid (csf). The area was packed and a frazier suction was used to verify accuracy where it was noted to be 1-2 millimeters near the front of the sinus and the patient's face. Deeper in the sinus, the superior to inferior imprecision was observed. The surgeon then continued with the procedure after packing, noted that the draining returned again, with the consistency of csf. Packing was noted to have stopped the csf leak, and that some bleeding was discovered after additional exploration of the anatomy. The patient was noted to have a headache following the procedure and that there was no additional bleeding or drainage, so the patient was discharged. There was a reported delay to the procedure of less than 1 hour due to this issue. No additional information was provided. No additional information was provided.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The archive from the procedure was sent to medtronic for evaluation. The archive was noted to have three exams that each loaded with poor 3d models. The exams were noted to cut off the right edge of the brow, along the ears and the back of the head. It was noted there was limited space on the anatomy of the model to perform a registration.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the reported issue could not be replicated. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.